Event description:
It was reported that this system exhibited right ventricular (rv) lead over-sensing due to alleged interaction with noise from an unspecified external source. The rv over-sensing resulted in pacing inhibition and high rates detected (190 bpm). Boston scientific technical services was provided device data and it was stated additionally that there were low r-wave amplitude measurements and fluctuating rv pacing impedance measurements. It was stated that if no external electromagnetic interference (emi) source was identified, most likely the clinical observations were the result of a potential rv lead mechanical issue. Requests were made regarding the event resolution, but no further information was provided. At this time, the system remains implanted and in-service and no additional adverse patient effects were reported.

Event description:
It was reported that this system exhibited right ventricular (rv) lead over-sensing due to alleged interaction with noise from an unspecified external source. The rv over-sensing resulted in pacing inhibition and high rates detected (190 bpm). Additional information has been requested regarding further event details such as the resolution and patient status. Boston scientific technical services was also contacted and is currently pending data analysis. At this time, the system remains implanted and in-service.